Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as the lead is capped off inside the patient. Without subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.

Event description:
It was reported this ventricular lead was exhibiting decreased impedance measurements (120 ohms) and was subsequently removed from service (capped). A new lead was implanted without further incident. The device was actively implanted for approximately 10 years, 5 months.